Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had melted plastic at distal tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: due to the high volume of robotic cases, we assist with setting up and breaking down daily, if an issue occurs with a robotic arm and is not brought to our attention, noticed during breakdown, or tagged with specific information regarding the failure, my team and I are unable to answer the questions being asked. As I mentioned to or management, there are instances where a defective arm is discovered during cleaning (decontamination), particularly with melted plastic on fenestrated xi arms.